Event description:
It was reported tht four weeks following an uncomplicated urology procedure, the patient was found to have a small vesicovaginal fistula at the urethro-vesical junction of the midline, which was confirmed by cystoscopy. The fistula wa repaired by resecting the underlying mesh, bladder mobilization and fistula closure in 2005. The surgeon noted that the tissue quality is poor, and that the fistula is healing.